Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) for the zimmer air dermatome ii hose: synthes (ao), 3 m, part number 00885100203, review could not be performed as the manufacturer serial number could not be tied to a zimmer biomet work order number. On 19 nov 2018, it was reported from zimmer biomet france sas that a zimmer air dermatome ii hose: synthes (ao), 3 m had an air leak. On 04 feb 2019, a returned product investigation was performed on the zimmer air dermatome ii hose: synthes (ao), 3 m. The physical evaluation revealed that the o-ring that seals the airflow from the hose was not seated correctly which allowed for air to leak from the hose. The results of the returned product investigation have confirmed the reported event. While the returned product investigation confirmed that the zimmer air dermatome ii hose: aga, 3 m had a mis-seated o-ring causing an air leak, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.

Manufacturer narrative:
(B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that the employee noticed an air leak from air dermatome during the kit inspection at zimmer biomet facility. No patient involvement.